Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and the battery pack faults is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) year old female patient contacted zoll customer support to report that her battery was not holding a charge. The patient was issued a replacement battery pack.